Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that the pump was not properly delivering insulin. The reporter stated that the pump was not delivering insulin during the night. The pump¿s history showed no basal deliveries for a two hour period during the night. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2017 with the following findings: a review of the black box showed the basal rate was at 0.375 units per hour consistently. The pump was run for 24 hours at a 1 unit per hour basal rate, and at the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. The complaint was unable to be duplicated during investigation.